Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Onset date/time of dehiscence? (# post op days). What symptoms did the patient experience following the index surgical procedure? Onset date? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the wound dehiscence and post-op suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent vaginal childbirth on an unknown date and suture was used on the vulva. After the surgery, suture breakage and dehiscence were observed, leading to reoperation. The patient's condition has not been affected since then. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure? Unknown. Date and name of index surgical procedure? Date is unknown. Name of the procedure is vaginal delivery. Lot number? Unknown. On what tissue was the suture used? On the perineum. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. How was the suture placed (interrupted or continuous)? Unknown. How was the suture tied (square knot or multiple knots one end)? Unknown. What tissue dehisced? The perineum. Onset date/time of dehiscence? (# post op days) unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? The wound was opened postoperatively. Onset date is unknown. How was the dehiscence managed? It was re-sutured with vr944 as well. Please describe any surgical intervention required for the wound dehiscence including date and findings. It was re-sutured with vr944 as well. The date is unknown. Please describe the appearance of the suture during the second procedure. Unknown. Were there any precipitating stress factors for the wound dehiscence and post-op suture breakage? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? No problem. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned. Unfortunately, no further information was provided from the hospital.